Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had two no external power events as well as low voltage events on (B)(6) 2022. It was noted that the external backup battery (ebb) powered the device during these events and there was no interruption in pump support.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage hazard alarms was confirmed via analysis of the submitted log file. The log file contained approximately 14 days of data (05apr2022 ¿ 19apr2022 per the timestamp). Power cable disconnect alarms not associated with power source exchanges and low voltage hazard alarms activated on 16apr2022 from 9:56:35 to 9:58:31 due to the relative state of charge (rsoc) voltages on both power cables dropping to approximately 0 v while connected to the mobile power unit (mpu); this event is consistent with damage on the patient cable. The atypical alarms resolved when the rsoc voltages on the mpu returned to the appropriate range. This issue did not affect the controller¿s ability to support the pump at the set speed. A no external power, a low voltage hazard and power cable disconnect alarms were active on 16apr2022 from 21:38:58 to 21:39:09 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. The root cause of the reported event was that the ac power cord becoming disconnected from the wall outlet, per the reported information. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated that the mpu was connected to power using an ac power cord with a v-lock connector and that the ac power cord became disconnected from the wall outlet. It was also reported that the ac power cord did not become disconnected from the back of the unit and that there were no disruptions of ac power at the patient¿s home.